Manufacturer narrative:
D2. Additional medical device type: jka a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® push button blood collection set, the needle did not retract. This occurred with two (2) devices.

Event description:
It was reported while using bd vacutainer® push button blood collection set, the needle did not retract. This occurred with two (2) devices.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 19-dec-2024. Investigation summary: bd received 3 photos and 10 samples for investigation. Two of the photos show a used device with the cannula not retracted into the barrel. Additionally, 10 samples were subjected to retraction lockout testing. All samples passed testing as they were able to be activated properly with no defects, partial retraction, or failed retraction observed. This complaint is confirmed for the indicated failure mode of does not retract based on customer photo analysis. Based on a review of the device history record for the incident lot all product specifications and requirements for lot release were met. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.